Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a suspected excessive battery discharge was observed. The device had a longevity of 6-7 years in (B)(6) 2015. In (B)(6) 2016, the longevity was 11 months, and currently at 8.7 months of longevity. The battery voltage has been stable for the last month. There were no adverse consequences to the patient. No intervention performed at this time. Device remains implanted and will be monitored.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that the device was explanted and replaced due to longevity was too short. Patient was in very good condition post procedure.